Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer complained about not being able to upload the insulin pump data to carelink and issue occurs every few months. Customer was assisted on logging in and uploading information. It was reported that the customer experienced high blood glucose of 25.4 mmol/l; treated with insulin pump. Nothing further reported.